Event description:
Event description guidant received information that these coronary sinus leads were not implanted due to difficulty encountered during the attempted procedure. When the guidant guidewire was inserted into the catheter, the distal segment broke off. This piece could not be retreived and remains within the patient's anatomy. To date, no adverse patient effects have been reported. When the lead was flushed, its insulation burst. The physician attempted to implant a second lead, however, difficult anatomy prevented successful placement. The left ventricular (lv) lead port was plugged and the physician tenatively scheduled epicardial lead placement.